Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother mentioned while the insulin pump was alarming no delivery, they inserted a new battery and the insulin pump would not come back on. The customer was assisted with troubleshooting and the display did not return. The customer stated the no delivery alarm was a past event and resolved the issue by changing the reservoir and infusion set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on lcd board. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test, in addition, were unable verify excessive no delivery alarm due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.